Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd884437 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Initially the patient called the baxter technical service representative regarding a system error 2240/2367 alarm. On (B)(6) 2011 product surveillance called the home patient (hp) to follow up on the alarm. During the course of the conversation, the hp stated he had been out of the hospital for 3 weeks now since he had peritonitis. On (B)(6) 2011 follow up information was received by product surveillance from the pdn as follows. The pdn confirmed the patient (age not reported) was diagnosed with bacterial peritonitis. On an unreported date, the patient began treatment with pd4 ambuflex (dose, frequency, and lots were not reported). On (B)(6) 2011 the patient was diagnosed with peritonitis and was hospitalized the same day. On an unreported date, the patient began remedial therapy with vancomycin (dose and frequency not reported). On (B)(6) 2011, the patient was discharged from the hospital. The pdn stated the probable cause of the peritonitis was unknown. The patient has recovered from the peritonitis. The pdn stated the peritonitis was not due to the patient's peritoneal dialysis therapy or any associated baxter product.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.